Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received high glucose reading of 324 mg/dl on the abbott diabetes care (adc) device. The customer experienced symptoms described as shortness of breath, nausea, and dizziness, and self-treated with 8 units of admelod insulin. The customer had contact with healthcare professional (hcp) in hospital who performed unspecified blood test and administered unspecified intravenous drip to the customer for the issue. There was no report of death or permanent impairment associated with this event.